Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. The following information was provided by the initial reporter: "consumer reported that the needle shield is difficult to remove. Also stated that the needle hub separates and stays inside of the shield when the shield is removed."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-29. H.6. Investigation summary customer returned (3) loose 1/2cc, 8mm syringes. Customer states that the needle shield is difficult to remove and also stated that the needle hub separates and stays inside of the shield when the shield is removed. All returned syringes were tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). Data: syringe 1, shield removal force: 5.31 lbs. Syringe 2, 4.77 lbs. Syringe 3, 4.98 lbs. All removal forces fall within specification. Also, no hub assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for cracked hubs. Bd was not able to duplicate or confirm the customer¿s indicated failure

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. The following information was provided by the initial reporter: "consumer reported that the needle shield is difficult to remove. Also stated that the needle hub separates and stays inside of the shield when the shield is removed."